Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test, performed at the third-party labs, provided from olympus: sampling from: distal end, cfu: <1cfu, bacterial identification: n/a. Sampling from: a/w ch, cfu: <1cfu, bacterial identification: n/a. Sampling from: biopsy ch, cfu: <1cfu, bacterial identification: n/a. Sampling from: suction ch, cfu: 15cfu, bacterial identification: coagulase negative staphylococcus. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: - distal end cap cover -- - insulation < threshold - charged coupled device (ccd) cover lens --- chipped - lens glue (1x) --- discoloration - ccd cover lens glue --- discoloration - connecting tube --- scratch - connecting tube --- protector --- scratch - channel mount --- scratched - mouthpiece --- defect - air/water cylinder --- scratched - suction cylinder --- scratched - key top 1 --- wear and tear - connector --- scratched - angulation --- less or specified value - biopsy channel --- deformed - cds machine cantel however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during routine testing, the evis exera iii duodenovideoscope tested positive for over 25 colony forming units (cfus) of an unspecified microorganism on the all channel and biopsy samples. All channels. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional cultural testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is enzymex l4 and the automated endoscopic reprocessor (aer) used is cantel isa. The air/water channel, balloon channel, and forceps elevator wire channel were aspirated and flushed with water. The aer detergent is intercept plus and the aer disinfectant is rapicide a/b pa. The manual detergent is enzymex l4 and no manual disinfectant is used. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end were brushed using asept-immed double brush swabs manual brushes. The storage practice is using a cantel endodry drying cabinet, then laying the scopes horizontally, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed or if additional information becomes available, a supplemental report will be submitted with device evaluation results.